Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient. On (B)(6) 2017, the patient was tested for beta-hcg on an unknown competitor system and the result was 870 miu/ml. On (B)(6) 2017, a new sample was drawn from the patient and was tested on the cobas e 411 immunoassay analyzer and the result was 0.745 miu/ml. This result was reported outside the laboratory to the doctor and the patient. The doctor questioned the result as it did not match the clinical picture. The patient was pregnant and he was expecting a high b-hcg result. On (B)(6) 2017, a new sample was drawn from the patient and tested on a cobas 6000 e 601 module and the result was 297.3 miu/ml. On (B)(6) 2017, a new sample was drawn from the patient and tested on a cobas 6000 e 601 module and the result was 132.8 miu/ml. The patient since lost the child and the results were expected to decrease. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected. Review of the analyzer alarm trace found several alarms related issues with sample aspiration. The customer was not using the sample rack adapters and some of the preanalytic handing details were not as recommended. These factors were possible causes for the event.